Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There are no alarms related to the complaint recorded in the pump alarm history. A review of the total daily delivery and the basal delivery history showed that the pump was delivering accurately and correctly reflected the user's active basal program. Typical usage alarms and warnings were observed in the black box download; no unacknowledged alarms, warnings, or stoppage in delivery were observed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found. Unrelated to the complaint, the display screen was found to be dim with a reddish tint.

Event description:
A family member reported that on (B)(6) 2011, the patient awoke with blood glucose (bg) over 600 mg/dl and nausea, vomiting, and shortness of breath. He stated that the patient was in a rehab center due to a stroke, and was removed from the pump by rehab staff and treated with insulin injections and intravenous saline. The family member stated that the patient was off the pump since (B)(6) 2011 and has continued on injections for bg management. Customer support (cs) reviewed the pump with the family member and found that all settings were correct and the histories matched. Troubleshooting indicated that there was air in the cartridge (no insulin), and air bubbles in the infusion set tubing. The family member confirmed that the last site change was on (B)(6) 2011, and the patient's bgs were reportedly stable at that time. He stated that the patient was using her abdomen only for sites. The family member denied any site issues. He stated that the patient was using refrigerated insulin when filling cartridges, and was not using the appropriate technique to remove or prevent potential air bubbles. Cs determined that there were no product defects and reviewed appropriate air bubble prevention techniques with the family member. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.